Event description:
It was reported while using bd posiflush¿ normal saline syringe there was a duplicated label. There was no report of patient impact. The following information was provided by the initial reporter: tore box and dented = 6 sp and duplicate lor = 1 sp.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3002682307-2023-00181 was sent in error. General dissatisfaction is not considered to be a reportable malfunction. MFR#: 3002682307-2023-00181 is void as a result.

Event description:
It was reported while using bd posiflush¿ normal saline syringe there was a duplicated label. There was no report of patient impact. The following information was provided by the initial reporter: tore box and dented = 6 sp and dupicate lor = 1 sp.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.